Manufacturer narrative:
Product not returned for evaluation. Alleged issue was addressed with the technical support team assigned to the customer¿s location. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it." H3 other text: device not returned.

Event description:
It was reported that ongoing malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.